Manufacturer narrative:
Vyaire medical complaint number (B)(4). A vyaire medical sales representative received a photo from the customer of the device setup and confirmed that the blender on the device was set up incorrectly and this was the cause of the reported issue. The sales representative instructed the customer on how to correctly setup the blender and the reported issue was resolved.

Event description:
The customer reported that the ventilator was providing only 100% oxygen while in use on a patient. There was no patient harm associated with this issue.